Event description:
It was reported that a homechoice device experienced an unspecified alarm during peritoneal dialysis therapy. The patient not connected at the time of the alarm. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown. The reported ¿alarming¿ issue was not verified in the event history log but was confirmed as a difficult to advance issue during the sample evaluation. A sample evaluation was performed including functional testing and a visual inspection. The cause of the condition was determined to be a faulty power switch. To correct the condition, the power switch was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.